Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Upon visual examination, the needle exhibited amounts of intergranular and possibly some transgranular failure. The evaluation found a broken barrel of the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic dissection on (B)(6) 2013 and suture was used. During the procedure, the suture separated from the needle too easily when the surgeon gripped the needle with a needle holder. This occured before use and no passes through the tissue were made. There were no adverse patient consequences .

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a broken barrel of the needle. According to the evaluation results, the defect is not related to the attachment process.